Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the impaction head fractured off when it was hit with a mallet during surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. As returned the instrument is fractured below threaded portion, flush with step. The threaded portion of the impaction head was fractured off at the step. Dents, scratches, and scuffs were visible on the strike surface of the impaction head indicating previous effective use. The instrument was conforming to print where measured. The device history records were reviewed and no discrepancies were found. A complaint history review revealed that this issue has been addressed through previous corrective and preventive action, and that this part was manufactured prior to those changes. Investigation results concluded that the most probable cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. It should be noted that the instrument was in use approximately 7 years with witness marks and scuffs on the device, which show that the device has been extensively used; therefore, this suggests that normal wear and tear from use could have been a contributing factor. The most likely cause of the fracture remains to be the off-axis impaction and repeated impact loading on the strike surface. Root cause is also design related, as previous design improvements were implemented in previously addressed corrective action.